Event description:
The reporter contacted lifescan in 2006 and alleged that the lay user/pt's one touch ultra meter (serial number not provided) was broken. The med affairs spec. Was unable to reach the reporter or the pt via phone after several attempts. A letter was also sent to the address provided. The reporter had mentioned during the initial call that the subject meter caused the pt to be admitted to the hosp because she was experiencing "low blood glucose results". It was reported that the pt was experiencing symptoms of being "disoriented, weak, and light headed". The reporter was unable/unwilling to answer if blood glucose was taken on another device. If the pt had tested before, during or after experiencing the symptoms. There is no further info regarding the hosp visit or the treatment received. The reporter was not aware what the meter issue was, but was informed by the pt' "it was broken".the meter was not troubleshot because "it is missing". The reporter also mentioned that the pt had not tested her blood glucose in over a week because the "meter was broken and is now missing". Although the meter issue is unk and there is insufficient info regarding the hosp visit, this complaint is reported because of the allegation that the mete was "broken", the pt was not able to test her blood glucose in over a week, experienced low symptoms, and was admitted to the hosp. A replacement meter,and test strips were sent to the lay user/pt.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.